Event description:
Customer observed a particle in a pre-filled bag.

Manufacturer narrative:
Baxter medical assessment: this is a case of particulate matter in a cryocyte bag prior to fill. As in all cases of foreign particulate matter in a cryocyte bag, there is additional risk to the patient regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. Peter x. Adams md, facs, fccp medical director. An investigation has been initiated. A follow-up submission will be sent with the results.